Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and returned. There were no known additional adverse patient effects. It was reported that the device had difficulty converting an arrhythmia. Five shocks were provided by the system without success. The doctor is considering removing the system. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the device had difficulty converting an arrhythmia. Five shocks were provided by the system without success. The doctor is considering removing the system. There were no additional adverse patient effects. The system remains implanted.